Event description:
While setting up for procedure, the control stick was inadvertently hit causing x-ray tube (c-arm) to strike pt who was in cart, hitting pt's forehead and right ribs. Pt claims to have blurred vision.